Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the submitted device revealed damage. The investigation attributed the root cause of the event to device damage/wear from normal use and servicing and the need for corrective action was not indicated. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that all reamers were loose on the adapters and spun freely. Adapter would spin freely when attached to reamers or any other attachment. T-handle was also loose. Attachment point seems to be weak and came free at first sign of resistance. No pieces broke off in patient. All pieces were removed from patient. Surgery time was extended by approximately 30 as a result of depuy instruments not functioning properly.